Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for mg2 magnesium gen.2 (mg2) on a cobas 8000 c 702 module. The initial result was 1.82 mmol/l. This result was reported outside of the laboratory where repeat testing was requested as the result did not correspond to the patient¿s clinical picture. The repeat results were 0.86 mmol/l and 0.85 mmol/l.

Manufacturer narrative:
Section e1 email: (B)(6). The mg2 reagent lot number and expiration date were not provided. The field service engineer (fse) increased the gear pump pressure and made probe adjustments. The fse found one probe was bent and replaced it. Qc was acceptable. Calibration for mg2 failed. Tubing from the rinse station appeared discolored. Preventive maintenance actions were performed and the gear pump head was replaced. Calibration and qc were acceptable. The investigation is ongoing.

Manufacturer narrative:
The service maintenance actions resolved the issue. The investigation determined the event was due to a maintenance issue.